Event description:
An x-ray taken six weeks postoperatively for an open reduction internal fixation of a distal left femur revealed the cannulated locking screw broke off at the head of the screw. The hardware was removed and replaced and patient was revised using hardware of the same part numbers.

Manufacturer narrative:
Synthes is unable to determine manufacturing date without a lot number. Subject device was received for investigation. Dimensional analysis was performed and screw was found to meet specifications. Manufacturing records could not be reviewed since no lot number was provided. Examination of the fracture area found initial fracture with burnishing where parts made contact and motion occurred. The parts were designed to work correctly, given proper surgical technique. Since it is not possible to determine if insertion torque was exceeded at implantation, a cause for this breakage could not be reliably determined.